Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level reported as "high"; although specific value was not provided. Customer addressed bg via a manual injection. Ultimately, customer went to the ER for diabetic ketoacidosis; duration of nine hours and was subsequently hospitalized. Reportedly, customer was treated with IV solutions of saline and potassium. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.